Event description:
When the pump was turned on, it started to make a "clunking sound". The pump was turned off and the back-up pump was used.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.